Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Confirmed that a couple of por's had occurred. On (B)(6) 2015, a firmware initiated a por with no reason code occurred. On (B)(6) 2015, a dvdd supply por had occurred. Both por's occurred before explant date.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that power on reset (por) had occurred on the device. It was noted that por had occurred again. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.